Manufacturer narrative:
Philips requested the logs to be sent for further review by a philips product support engineer (pse). There was a pause alarm generated at 17:59:21 followed by yellow hr 42<50 alarm at 17:59:38 on 22 oct 2024. These alarms were acknowledged at the pic ix at 18:00. The customer provided an ECG strip with a time stamp of 17:59:38 corresponding to the hr 42<50 alarm. The customer questioned why the hr on the strip was 60 with an alarm indicating hr 42< 50. It takes about 7 seconds per specification for the hr to go from 80 to 40. Separately, the hr averaging time is calculated using the 12 most recent r-r intervals or the 4 most recent when the r-r interval is > 1200 msec. The ECG strip included beat labels m, a, and n generated by the st/ar arrhythmia algorithm. These are defined as m- missed beat, a - artifact, ? - questionable, n- normal. From the clinical audit log the default setting for pause threshold is 2.0 seconds and asystole threshold was set to 4 seconds. A pause alarm is defined as 'no beat detected for a period > the pause alarm threshold' (1.5-2.5 seconds), and asystole is defined as 'no beat detected for a period > the asystole threshold (2.5-4.0 seconds)'. There was a pause alarm generated right before the heart rate (hr) alarm shown in the strip. With the pause occurring, and the absence of the qrs complex there would not be a red alarm for the asystole or hr alarm. Based on the information available in case and the logs and strips provided by the customer, the customer's alleged malfunction could not be confirmed. The device performed as it was configured and designed. The logs show there was a pause alarm generated right before the heart rate (hr) alarm shown in the strip. No further investigation or action is warranted at this time.

Event description:
It was reported on (B)(6) 2024, the system was not alarming when patient had low heart rate. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.